Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status. No response was received to requests for additional information. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
The customer reported check vent alarm proximal pressure sensor autozero failed. The customer contacted product support and the customer states he cannot duplicate the issue, but an error code is logged. The customer states he has reviewed the manual and request parts ID for the auto zero solenoids #3 and 4. The customer reported that the unit was not in use on a patient.